Event description:
Caller reported blood glucose results of 95 mg/dl on mobile system 1, 50 mg/dl on mobile system 2 within 10 minutes. Customer had symptoms of hypoglycemia, treated based upon 50 mg/dl result. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).